Event description:
Reporter alleged obtaining discrepant blood glucose values of 64 mg/dl, 111 mg/dl, 85 mg/dl, 48 mg/dl, and 64 mg/dl back to back with a result of 61 mg/dl when testing was performed within 10 minutes on the aviva system. Reporter stated within an additional 10 minutes, another comparative test of 44 mg/dl was performed back to back on the same system. Reporter indicated, she was experiencing hypoglycemic symptoms and originally obtained error messages while testing. She reported, that she self-treated with milk, a peanut butter cup, and glucose tabs. No other actions or treatments were reported. A request was made for the return of the suspect device and replacement product was sent.